Event description:
It was reported that during the procedure for treatment of an unspecified vessel below the knee (btk), a connect guide wire was successfully delivered across the lesion. A non-abbott dilatation catheter was positioned at the lesion and dilatation was performed. An attempt was made retrieve the guide wire and significant resistance was felt. Some force was applied to the guide wire and the guide wire was withdrawn from the anatomy. Outside of the anatomy, the guide wire was observed to be "frayed." The "frayed" portion of the guide wire remained inside the balloon; therefore, it was not possible to retrieve the balloon. The physician cut the proximal segment of the balloon, and then using a v18 guide wire, successfully retrieved the balloon. The patient is reported as doing fine.

Manufacturer narrative:
The investigation is ongoing.